Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the paddles came away from the delivery catheter system (dcs), the valve dislodged toward the aorta. A snare was used to pull the valve higher, into the ascending aorta, and to hold the valve in place while a second valve was advanced. As the dcs with the second valve approached the commissure level, the first valve was pushed toward the sino tubular junction (stj). The dcs passed through the initial valve. The snare was replaced with a pigtail to visualize the catheter position in relation to the annulus and to determine if the initial valve was high enough to deploy the second valve. The first valve was noted to be too low and into the sinus of valsalva (sov). An attempt was made to snare the first valve and pull it up, but the valve could not be moved any higher with the dcs through it. The dcs was pulled back into the descending aorta. Attempts to pull the first valve up were unsuccessful as it appeared to be anchored in to the stj, which had moderate calcification. An attempt was made to insert a valvuloplasty balloon into the valve and pull it back with inflation, but this was not successful. At this time, blood pressure began to decrease. Attempts to snare the first valve were continued. The second valve was not implanted. The patient was intubated, medications were administered, and cardiopulmonary resuscitation (CPR) was performed. An echocardiogram revealed an pericardial effusion, but the cause could not be determined. A pericardiocentesis was performed, but pressures and cardiac movement were severely diminished. After thirty minutes of CPR, the patient was pronounced dead. It was reported a dissection had occurred with an unknown origin and ischemia resulted from the valve being sealed at the stj. No autopsy was performed at the family¿s request. The cause of death was reported to be cardiac tamponade but it was unknown whether it was caused by a dissection or perforation.